Event description:
It was reported there was a problem with the programmer rf head connector. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment of telemetry problem. The printed circuit (pc) board was out of specification. It was also noted that the device was missing the logo and left display hinge cover, and the keyboard was loose due to a broken left keyboard hinge. (B)(4): analysis found that the cable was out of specification, electrical.